Event description:
On (B)(6) 2025 the patient called inogen to report their g3hf was not producing oxygen and due to that they needed to go to the hospital. The patient inogen, attempted to follow up with the patient on three separate occasions to confirm and gather more information about the incident, but the patient was unreachable. This report is being submitted due to the nature the patient claiming she had to go to the hospital. Intervention is unknown.

Manufacturer narrative:
The unit was received for investigation on december 15, 2025. The return reason of oxygen error is confirmed since zeolite is found contaminated, which is possibly caused when it absorbs the moisture. Compressor is found noisy due to bad bearing housing and damaged seal the patient received a replacement unit.